Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the customer received a sterile urine catheter kit with a large black hair in it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that it was not an ucc product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received a sterile urine catheter kit with a large black hair in it. Per follow up via email on 19apr2023, it was reported that the sterile package had a hair in it.